Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, episodes of non-sustained right ventricular oversensing were noted and were attributed to myopotential oversensing. The device was reprogrammed to resolve the event. The patient was stable and did not experience any consequences as a result of the reported event.